Event description:
Customer reported a hospitalization event for high blood glucose on (B)(6) 2014. The customer's blood glucose was 500 mg/dl at the time of admission. He stated he was unsure what had happened but his blood glucose was high and he was throwing up. He also reported that he was not able to move. It was found the customer was hospitalized for diabetes ketoacidosis and high blood glucose. The hospital treated the customer with an insulin drip. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).